Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised after patient complaint of pain. Office note states that the patient perceived a limb length discrepancy (left longer than right) and mild subluxation of the patella. A 4x13 ts insert and competitor patellar device were revised. Rep provided office notes, surgeon notes, pathology report and implant sheet from original stryker implantation and confirmed that no further information will be available.